Event description:
As reported by the user facility: event #1: reports nurse set infusion opf magnesium sulfate to infuse 50 ml per hr, total volume 50 ml. When returned in 1 hr pump was running at kvo rate, but only 1/4 of the bag had infused. She did not report total volume infused at that time. She moved the IV to a second pump serial # (B)(4) and set the infusion the same way aging only 1/4 of the bag infused in the hour. No patient injury. Event 2: MDR#: 2523676-2015-00138.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A follow-up report will be provided when the investigation results become available. Reference imp. # 2523676-2015-00137.